Event description:
It was reported, the patient was unable to adjust stimulation. The patient had not felt stimulation since the previous day.

Manufacturer narrative:
Product ID: 3777-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID: 3777-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID: 37754 lot# serial# (B)(4), product type recharger product ID: 37746 lot# serial# (B)(4), product type programmer, patient. (B)(4).